Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7092914/7092969.

Event description:
It was reported that the patient was experiencing inadequate stimulation and was feeling stimulation on the stomach. The patient underwent a complete spinal cord stimulator replacement procedure and was doing well postoperatively. Explanted devices will not be returned.